Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system and insulin squirted from the tubing during manual prime. The patient's blood glucose at the time of incident was 167 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped, dropped, or exposed to moisture. The drive support cap appeared normal. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test, basic occlusion test and excessive no delivery test due to prime fill anomaly. No a33 alarm noted during our testing. The insulin pump had normal operating currents and passed a21 error test, self-test, and the displacement test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.